Manufacturer narrative:
A prepaid label has been sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer alleges she was using the heating pad on her hip and it went across her buttocks. She checked 30 minutes later and discovered she had a blister on her buttocks. She sought medical attention and claims to have been diagnosed with a third-degree burn.